Event description:
The user facility reported that the device overheated. It was not noted how the issue was noticed or if the procedure was completed successfully. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated. It was not noted how the issue was noticed or if the procedure was completed successfully. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.